Manufacturer narrative:
The product was returned for analysis. The optic was scratched and cracked. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. There have been no other reports in the lot number. Additional info was requested on 06/05/08 by mail, on 6/27/08 by mail and by fax and on 07/10/08 by phone. A completed questionnaire has not been received. This report was mailed to FDA on: 07/23/2008.

Event description:
A facility reported the intraocular lens (iol) was noted to be scratched after it was inserted into the pt's eye during iol implant surgery. The incision site was enlarged, the iol was removed and replaced with a different iol during the same procedure. It was reported the pt experienced negative dysphotopsia following the procedure. Additional info has been requested.